Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. When water was injected into the suspect device product with a syringe, it was confirmed that liquid leaked from the connector. When observing the leaked part, it was confirmed that the hinge part of the connector was damaged. It is probable that the cause of this event the hinge of the connector was damaged, the catheter was loosened, and liquid leakage occurred. Therefore, it is possible that the customer did not notice the crack in the hinge part of the suspect device during the inspection, or that the crack occurred in the manufacturing process after the inspection and the crack caused the damage during use. It was not possible to identify the cause and timing of the occurrence. The occurrence of this event was notified to the department in charge of manufacturing, and the inspector was alerted to the quality defects of the hinge part leading to this event. Protocol # is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the suspect device has fluid leaking from the connector: no patient injury was reported.